Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the drawer was failed and alert icon indicating failed storage space. A field service engineer (fse) arrived onsite and connected with the customer and confirmed that the station was fully functional, with no failure icon issues observed. All stations were operating without any problems, and functionality was verified through testing within the application. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1 had a failed storage space icon on the screen and there were no options to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1 had a failed storage space icon on the screen and there were no options to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.